Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (positioning over corrected) contributed to the embolization of the valve. In addition, there may have been inadequate calcification to anchor the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
During a transapical procedure the 23mm sapien xt valve embolized into the left ventricle requiring open surgical retrieval. A second sapien 23mm xt valve was then deployed under direct visualization and was successful. As reported, upon valve deployment, positioning was over-corrected and the valve was deployed too low. Shortly after the balloon was removed from the implanted valve the valve embolized into the left ventricle. Initial attempts to secure and reposition the valve failed and the valve remained insecure. A second attempt was made with the same result. A decision was to place the patient on cp bypass and convert to open surgery. The patient was put on bypass, the aorta was opened and the migrated valve was crushed and removed. A decision was made to place a balloon pump via the right side to assist the heart function. Upon last communication, the patient is doing well. The native annulus diameter measured an area of 386.5mm2 by CT. The native annulus and leaflets were mild to moderately calcified. The aortic root was mildly calcified.